Event description:
While reviewing the handheld flashcard data, it was found that the patient had experienced high lead impedance during system test. Last good diagnostics were obtained during implant surgery. No additional information is available. Good faith attempts to obtain additional information from the physician is unsuccessful.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.